Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test done in 2009 showed multiple electrode anomalies. The patient was explanted at about six weeks later, and the patient was reimplanted with a new device during the same surgery.